Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on march 18, 2016 that a speedband superview super 7 device was used in the esophagus during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the first band was deployed successfully while the second and third bands failed to remain attached to the varices. Post procedure, the bands were able to be deployed outside the patient. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.